Event description:
It was reported that (1) device was used during a thyroid procedure. It was reported by the rep that the msm20 instrument fired only (4) clips. Another instrument was used to complete the case. There was no pt consequence.